Event description:
It was reported that one day post implant, the atrial lead exhibited poor sensing and capture threshold due to dislodgement. In early 2009, the lead was repositioned. On the following month, interrogation indicated poor sensing and capture threshold again. Two days later, the lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.